Manufacturer narrative:
Lot number - gr19c01017 and an unspecified lot number. Ten (10) single-use devices were received for evaluation. One (1) device was received for evaluation attached to a vial and a solution bag. Visual inspection revealed fluid on the outside of the vial. The vial-mate device was in the non-activated position, and the medication was reconstituted into the solution bag. A functional test was performed using the vial-mate device, the returned vial, and an in-house solution bag. No leaks were observed during functional testing. The device was found to operate per specification. The cause of the fluid was determined to be a user error of pulling the blue port adapter out of the white vial. The vial mate device cannot be ¿non-activated¿ after reconstitution. The labeling for the device instructs the user to not pull the blue port adaptor back out of the white vial gripper after reconstitution. Two (2) devices were received in an inactivated position, and medication had not been reconstituted into the solution bags. The original solution bags were undocked from the devices. While undocking the solution bags, the solution bag ports detached and remained in the vial-mate devices. After the solution port was removed from the devices, a functional test was performed using undamaged sample solution bags and the original vials. The vial-mate devices functioned as expected, with no leaks observed. The most likely cause of the leak was determined to be a defective port on the solution bag. No defects were observed with the vial-mate devices. Two (2) devices were received in an inactivated position, and medication had not been reconstituted into the solution bags. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The solution bags were undocked from the devices. A functional test was performed using sample solution bags and the original vials. The vial-mate devices functioned as expected, with no leaks observed. The reported condition was not verified. Four (4) devices were received in an inactivated position, and medication had not been reconstituted into the solution bag. No defects were observed on the vial-mate adapter during visual inspection. Further visual inspection of the setup revealed a hole in the port of both solution bags, leading to a leak from the solution bags. The solution bags were undocked from the devices. A functional test was performed using undamaged sample solution bags and the original vials. The vial-mate devices functioned as expected, with no leaks observed. The cause of the leak was determined to be a defective solution bag port. No defects were observed with the vial-mate devices. One (1) device was received in an activated position. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed using the attached solution bag and the original vial. The vial-mate device functioned as expected, with no leaks observed. The reported condition was not verified for the sample. A batch review was conducted for gr19c01017 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 12 </noe> malfunction events. It was reported that at least twelve (12) vial-mate adapters leaked. At least two devices leaked from an unspecified location, one device leaked from where the vial-mate connects to the vial, and nine devices leaked from the connection of the bag and the adapter. For the nine devices, the customer clarified that the devices had been connected to the bag and vial and then stored in the inactivated state for a few days on average. After storage, the setup was found to be leaking from the connection of the bag and vial-mate adapter. Of the 12 devices, one device leaked during infusion and involved a patient with no patient consequences, at least one device leaked during an unspecified process step with unknown patient involvement, and the remaining 10 devices leaked prior to patient use with no patient involvement. No additional information is available.